Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) was isolated to thermally damaged r684, r689, r45, r31, d2, d9, q701, and j1002bb on the computer/analog board, as well as u15, u16, u17, and u18 on the defibrillator pca board. High voltage travelled to low voltage circuitry, internally shorting u409 and damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.